Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. There were no issues with jaws failing to respond to controls during inspection. No grip misalignment or physical damage detected. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional findings not related to customer reported complaint: the instrument was found to have localized melting near the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was place and driven on an in-house system. The instrument passed the recognition engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The instrument was found to have one bent grip, causing misalignment of the grips. There was a .0350¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do show damage. The yaw pulley is thermally damaged. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the jaws of the maryland bipolar forceps instrument failed to respond to the commands from the master tool manipulator. The user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the instrument did not move at all. The issue occurred with the surgeon's head inside the surgeon console¿s high-resolution stereo viewer while the surgeon was attempting to manipulate the instrument. There was no shakiness and/or friction experienced/observed. The issue was persistent and it occurred during initial dissection. The reporter was unsure if there was any instrument-to-instrument or system arm-to-arm interference. The instrument was removed and replaced with a backup of the same kind. The reporter confirmed that the event date is 04/22/2024. No images or video recordings are available for isi review. The reporter was unable to disclose the patient demographic information.